Event description:
It was reported that the caller encountered a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing pump reset information and guided them through the reset process, after which the pump no longer displayed the error code. The caller successfully started their sensor session.